Manufacturer narrative:
The investigation determined that patient sample ids for multiple patient samples were mis-associated with incorrect patient demographics when samples were programmed on a vitros 350 chemistry system. The cause of the event was user error due to improper sid reuse. The customer reused sids without ensuring the previously programmed sids were processed to completion or deleted prior to reuse. The vitros 350 chemistry system was operating as intended. (B)(6).

Event description:
The investigation determined that patient sample ids for multiple patient samples were mis-associated with incorrect patient demographics when samples were programmed on a vitros 350 chemistry system. Mis-associated patient results may lead to inappropriate physician action. The customer identified the discrepancy prior to any of the patient samples being processed on the analyzer and therefore; no discrepant patient sample results were obtained. There is no allegation of patient harm related to this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).